Event description:
It was reported by the customer that during routine inspection, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails # 34 (no comm. With 68020) after the unit was turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was notified and dispatched to evaluated the iabp. The fse performed an inspection and maintenance on (B)(6), 2020 and replaced the iabpdss1186-1187 chip. The fse reported that the unit works normally. The iabp has been returned to the customer and used for clinical use. (B)(6).

Event description:
It was reported by the customer that during routine inspection, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails # 34 (no comm. With 68020) after the unit was turned on. There was no patient involvement, and no adverse event reported.